Event description:
The manufacturer received information alleging the ventilator does not self-cancel the 100% oxygen feature. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.